Event description:
On 12/09/1999, this premature infant had a PICC line placed for infusion of hyperalimentation and intralipids. The pt's clinical course was uneventful until 0320 on 12/15/1999 when infant was noted to desaturate and became bradycardic. Infant was noted to have a bluish discoloration of the abdomen. At 0324 infant became pulseless. Resuscitation efforts were unsuccessful and the infant was pronounced dead at 0455.